Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred intermittently. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per qs-043. The information will be used for tracking and trending purposes.